Event description:
It was reported that the patient presented for a routine pulse generator change out procedure, the right atrial lead was capped due to previously exhibiting low impedance. The lead had also exhibited under sensing. The lead was successfully replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.